Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual examination of the returned device found that the crimped stent was pulled distally on the balloon. As a result the proximal edge of the stent was positioned at 9mm distal to the distal edge of the proximal markerband. The stent struts were stretched and damaged. There was no visible signs of any device use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary angioplasty procedure, the stent "was not totally closed upon the balloon." After removing the product from the package it was noted that the stent "was not totally closed" upon the balloon. They completed the procedure with another of the same device. There were no patient contact.

Event description:
It was reported that during preparation for a coronary angioplasty procedure, the stent "was not totally closed upon the balloon". After removing the product from the package it was noted that the stent "was not totally closed" upon the balloon. They completed the procedure with another of the same device. There were no patient contact.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).